Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 62 mg/dl. The customer stated that the pump read button error when she tried to remove the battery to clear the alarm. The customer stated that she was sleeping and her blood sugar dropped and her son removed the pump due to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.